Event description:
Reporter alleged blood glucose measured 293 mg/dl at 9 am back to back with a result of 119 mg/dl when testing was performed 1 minute apart. Customer stated having no high glucose symptoms at the time so took normal diabetic medications as a result of the comparison. No other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.